Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The console logs did not contain any data relevant to this complaint. The console was examined and a broken purge disc retainer was identified. The root cause of this issue was a broken purge disc retainer. E4 should have been left blank on manufacturer device report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a automated impella controller (aic) with a broken purge disc. The aic was removed from use and there was no patient harm.